Manufacturer narrative:
The investigation is ongoing and insulet is attempting to recover additional details. Insulet is in contact with the reporting healthcare professional. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation. At the time, we are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that the patient had a 'big weekend', felt unwell and sustained hyperglycemia from sunday 17may2026 to late monday 18may2026 evening. On the day of the patient's death, the patient experienced difficulty breathing, seizure, and passed on the way to the hospital. The patient was using the omnipod 5 system at the time of death. It was noted that the coroner did not request an autopsy noting the patient's medical history including type 1 diabetes and addison's disease. The patient's diabetes team report the patient postponed her diabetes team appointment that week due to feeling unwell and declined hospital care despite her partner¿s encouragement. The diabetes team believes diabetic ketoacidosis may be a contributing factor to the patient's death. Additional information was obtained on 11 june 2026. The reporting healthcare professional (hcp) reported the patient passed away late (B)(6) 2026 or early (B)(6) 2026. The exact date of death is unknown. Additional information was provided on 19 june 2026 and 22 june 2026. The patient applied the pod on 16 may 2026 at 16:40. The highest recorded manual blood glucose values entered into the controller were 30 mmol/l on 3 occasions, on 17 may 2026 at 11:40, 18 may 2026 at 09:29, and 18 may 2026 at 16:50. It was reported that alerts were recorded on 17 may 2026 at 11:39 and 18 may 2026 at 16:50, and the controller indicates the system transitioned to manual mode. The date of death is unknown; however, it was reported that glucose sensor trace ceased at approximately 23:30 on 18 may 2026. The patient's pods have been discarded. The hcp confirmed the personal diabetes manager (pdm)/controller has been returned to insulet. To date the pdm has not been received at insulet facilities. Insulet is in contact with the reporter to obtain additional information. If additional information is received, a supplemental report will be submitted.